Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support and experienced suction alarms which were resolved after the physician repositioned the device. There was no harm to the patient as a result of this malpositioning.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical (patient had pre-existing ventricular septal defect).

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03706 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03706 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03706 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03706. B2 death and date of death on manufacturer device report number 1220648-2023-03706-1 h1 type of report was erroneously selected on manufacturer device report number 1220648-2023-03706-1.